Event description:
The customer reported that the monitor turns off or sometimes blinks.

Manufacturer narrative:
(B) (4). The ge svc rep secured the connector and updated the software. The system operates as intended.